Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two in.pact admiral dcbs were used to treat the left proximal (l1) and mid sfa(l2). Approximately 6.5 months post procedure the patient suffered restenosis of the left sfa and was treated with pta and stenting of the mid sfa (l2). Patient recovered. Investigator assessed the event as unlikely related to the device and possibly related to the procedure or paclitaxel. Sponsor assessed the event as unlikely related to the device and possibly related to the procedure.